Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump shuts off and restarts automatically. Caller stated he has been able to notice, and successfully restart the pump; pump vibrates but no error or maintenance message would appear. No adverse event reported. Requested return of the alleged device for evaluation.